Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted rapidly. Tandem technical support reviewed battery usage and confirmed battery depletion. Customer fully charged battery and upon follow up, customer reported no further battery issues occurred. Customer's blood glucose was 97 mg/dl.